Manufacturer narrative:
E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a black screen and was unable to see anything on the olympus camera head. There was no patient injury reported.